Manufacturer narrative:
Device manufacturing records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a surgeon that an infection was found in the chest area while performing generator replacement surgery. The surgeon described the infection as a "bubble infection" in the pocket. The pt was given antibiotics and vns was not re-implanted.